Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported that "after the pci procedure in patient's calcified, moderately tortuous rca, user removed the twin-pass catheter from the patient and observed the distal tip of the catheter rapid exchange lumen is dampened. User concerned some parts of the tip dislodged and remained in the vessel and thus performed another stenting to cover the site. The patient was reported as fine."

Manufacturer narrative:
Qn #(B)(4). One-unit of twin pass (lot73j2300823) was returned for evaluation. Blood particulates were noted on the unit. Approximately 1 cm of tip was observed to be sheared off and missing. Guidewire lumen damages were observed. Damages are likely to have occurred during use in the procedure and operated against resistance with other devices. As per additional information received, the physician used the twinpass for a bifurcation wiring technique. Additional stenting was done to cover the site. Per device return, it is evident to note tip was missing. Distal end and guidewire lumen damages are indicative of the operation and interaction with other device against resistance. The IFU along with the product states: - never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter against resistance may result in catheter damage or vessel injury. - exercise care in handling of the catheter during a procedure to reduce the possibility of accidental breakage, bending or kinking. A manufacturing record review was completed, and no related non-conformances were found. Based on the information, the most likely r oot cause of the issue is operational context and/or unintended use error. The der process will continue to monitor for any similar events.

Event description:
It was reported that "after the pci procedure in patient's calcified, moderately tortuous rca, user removed the twin-pass catheter from the patient and observed the distal tip of the catheter rapid exchange lumen is dampened. User concerned some parts of the tip dislodged and remained in the vessel and thus performed another stenting to cover the site. The patient was reported as fine."